Manufacturer narrative:
(B)(4). The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage found on the electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump ha low battery alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.